Event description:
It was reported that the compact speed reducer device had an undetermined malfunction. During in-house engineering evaluation, it was observed that device did not rotate and the drive shaft was bent. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation with an undetermined malfunction. Reliability engineering evaluated the device and observed that the device had a bent driveshaft and did not rotate. Therefore, the reported condition was confirmed. It was determined that the bent driveshaft was due to mis-handling by dropping or hitting the device against something and also from not using the protective cap. The device was disassembled and corrosion was observed, which indicated immersion during cleaning which caused the device to stop rotating. The assignable root cause of the component damage was determined to be due to user error, abuse and/ or misuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.